Manufacturer narrative:
The returned device was evaluated. During evaluation the device passed all visual and functional testing. The unit was found to visually and audibly alarm during alarm conditions. The unit was determined to be functioning as designed.

Event description:
The customer reported spo2 readings are consistently low. The customer used a unknown comparative device which read about 96-97%, while the rad-8 reads 92-93%. No consequences or impact to patient were reported.